Event description:
Turned "off" by itself without any reasons during ventilation on a pt at home. There were no injuries because the pt had a backup. It happened few times at home and one time at hosp." Inop visual and audible displayed. Was on ac power at time of failure. No pt harm reported from original customer. Problem is that vent will go vent inop for no reason, has been replicated by ge clinical.